Manufacturer narrative:
Examination of the submitted device confirmed the adjustment knob has become disassembled from the patella holder assembly. The pin that secures the adjustment knob to the 513-5034-04 patella holder assembly is missing. The root cause of the missing pin is unknown. A search of the complaint database against product code 865034 did not identify any trend of adjustment knob component problems. Based on the inability to determine a root cause and the low frequency of reports related to the locking knob component, a need for corrective action is not indicated. Monitor through (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The adjustment knob came apart.